Event description:
It was reported that a ecs33 was used during a low anterior resection. It was reported by the affiliate that the staples malformed. Surgeon used a competitive product to complete the case. There was no consequence to the pt.